Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and that occlusion alarms occurred. Additionally, it was reported that the customer experienced ongoing low blood glucose (bg) levels. Bg value not provided. Reportedly, the customer¿s husband had try and wake the customer up to address low. Customer declined follow up from tandem technical support. No additional information was provided.